Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. The implant was removed approximately nine months after initial placement. Peri-implantitis was also reported.